Event description:
It was reported that the long-term diabetic patient presented with an elevated blood sugar level of 377 and was treated with insulin pre-procedure, lowering the blood sugar level. Then, after performing pre-dilatation with a 2.5x12 trek rx balloon dilatation catheter, one 2.75x38 rx xience prime stent was deployed in the mid left anterior descending coronary artery (lad), one 2.75x38 rx xience prime stent was deployed in the mid right coronary artery, and one 2.75x15 rx xience prime stent was deployed in the mid proximal left circumflex coronary artery. An angiography revealed an occlusion of the entire lad. Despite attempts to dilate the occluded lad with non-abbott balloon dilatation catheters, the patient expired while on the table, due to sub-acute thrombosis of the lad. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: 2.75x38 rx xience prime (1); 2.75x15 rx xience prime (1). The reported patient effects of thrombosis and death, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. This incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.